Event description:
It was reported when using the bd preset¿ syringe with attached needle there was missing additive. The following information was provided by the initial reporter. The customer stated: "when the arterial blood collector was opened, there was no additive found in the blood collector, it could not be used."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for the presence of the anti-coagulant, heparin, and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing additive. Bd was not able to identify a root cause for the indicated failure mode.